Manufacturer narrative:
Not applicable.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed a skin irritation under the patch. Patient described the area as red itchy and open. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended end use due to the skin irritation. Patient reported that the irritation is getting better.